Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9239ag inferior drill, and a ar-9231-vl-01 drill guide didn't hold up under the torque it received, and both devices broke. This occurred during a case, another tray was used to complete the case. There was no patient effect reported.